Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k013227.

Event description:
It was reported via email that the customer recived an implant without an implant in packaging vial. No reported impact to patient.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsv6b11, (impl tapered scr-v mtx 6m m 5.7mm 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). The customer did submit images for the reported event. The cap tampered seal seem to be broken. Coob is non-verifiable as the conditions of the product / packaging when delivered to the customer are unknown. DHR review was completed for the subject lot number 1274710. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1274710 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity based on the investigation and risk management file review, the most likely root cause determined from the investigation was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.